Event description:
This report was rec'd via voluntary medwatch form 1026157. Per rn the set leaked and caused a chemo spill which was cleansed according to hospital policy. There was no pt or staff injury.